Event description:
It was reported that a small volume folfusor leaked from an unspecified location. The device contained fluorouracil in 115ml of sodium chloride 0.9%. This was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to h4 and h6. H11: the actual device was not available; however, a video of the sample was provided for evaluation. The video was reviewed, and it was noted that there appeared to be droplets of fluid inside the bag which contained the folfusor which suggested a possible leak had occurred. The reported condition was verified. The cause of the reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.